Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site. The expiratory channel printed circuit board (pcb) was found as defective and was replaced. The replaced expiratory channel pcb was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.